Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not auto launching the application. A technical support specialist, downloaded and installed beyondtrust 4.12 also executed the auto launch tool, restarted the workstation, and verified that it had started successfully. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system is experiencing a corrupt database, which is preventing the application from launching. The customer stated that this issue is caused a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.